Event description:
Patient initiated onto hemodialysis via 16g. Medisystems fistula needle. 10 minutes into treatment staff noted bloodleak at insertion site. Upon checking, found plastic tubing seperated from green plastic rings. Ebl <50 cc per hcp. Restarted on hemodialysis without difficultyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.